Manufacturer narrative:
Associated regulatory report: 2029214-2022-00211. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the middle section of the pipeline would not open at all and the distal section only opened very slightly. A stryker xt27 catheter was used to deliver the vantage. After five or so attempts to open the pipeline, it was replaced with a 6x20 pipeline vantage, as it was believed that the longer pipeline may have been twisting in the tortuous vessel. The 6x20 pipeline would not open distally at all, even when removed from the catheter. A balloon was used to preserve the ica lumen and abandoned any attempt to deploy a flow diverter. The pipelines were resheathed more than two times. No additional steps or other devices required to open the pipeline. There no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was unknown to be administered. No result was achieved shown on the angiographic result post procedure. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the left direct ccfistula. It was noted the p atient's vessel tortuosity was severe.

Manufacturer narrative:
H3. Product analysis:equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline vantage with shield braid was returned for analysis within a shipping box; within an opened pipeline vantage with shield inner pouch; and within a small jar. There was no pushwire returned with the device. Visual inspection/damage location details: the proximal end of the pipeline vantage with shield braid was found fully opened and moderately frayed. However, the distal end of pipeline vantage with shield braid appeared not opened due to damaged braid. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. Conclusion: based on the returned device, the pipeline vantage with shield was confirmed to have failure to open at the distal section as the pipeline vantage with shield braid appeared not opened at distal end due to damage braid. However, the cause for damage could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. It was reported the patient's vessel tortuosity was severe. There was no non-conformance to specification identified that led to the failure to open issue. H6. Coding updated based on analysis results. Associated with rr #: 2029214-2022-00211. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.